Event description:
It was reported that during surgery, there was a fluid leaked from the cassette because the transducer membrane was missing. A backup device available to complete the procedure with no delay or patient injury. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h3, h6: the reported device, used in treatment, was returned to the designated complaint unit for independent evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection of the returned device noted that the 2 membranes in the cassette are missing. The complaint was confirmed and the root cause has been associated with a manufacturing error. A review of the device history records showed there were no indications to suggest that the lot did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of the manufacturing process showed that an assembly step was missed. A correction in the form of a complaint notification has been issued to manufacturing management to mitigate future recurrences.